Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The reagent lot numbers and expiration dates were requested but were not provided. The field service engineer checked the fluidic tubing and connections on the bulk reagents and found the syringe connections, pinch tubing, and manifold were all ok. He also confirmed the pre- wash station and associated connections were in good working order. The customer performed calibration and qc. The investigation is ongoing.

Event description:
There was an allegation of questionable results for multiple assays from the cobas e 801 analytical unit. Refer to the attachment to the medwatch for all patient data. The questionable result were reported outside of the laboratory and were amended with the repeat results.